Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set event occlusion in tubing on (B)(6) 2024. The insertion site was at back low. The blood glucose level was over 189 mg/dl. No further information available